Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020062 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with the flowflex covid 19 antigen test kit . The customer has just purchased the test kit ,so this is an out of box issue. Customer called in because no results displayed. Customer confirmed that he had applied 4 drops of buffer solution to the s-well and waited until 15-30 mins. No results displayed. The customer did nor see anything appear at all. Customer is not able to send a picture of the test cassettes, because he does not have the ability to send them. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for the follow up response from acon labs.